Event description:
The facility's technician reported an infusion pump with an 812:02 failure code during patient use. Information was requested by baxter's customer service regarding specific patient information, whether or not there was a report of medical intervention or patient injury, pump programming and set-up information, tubing, and medication involved if applicable, but no additional information was available. The technician stated that there have been no reports of any patient incident involving the pump since the last baxter service event. Additional contact information was requested but not provided.